Event description:
This pt underwent surgical skin flap revision to decrease the thickness of their skin flap. This procedure was done to optimize the radio frequency transmission to the internal components of the cochlear implant.